Event description:
It was reported that this caller contacted a boston scientific technical services consultant for assistance programmed smart pass back on. The consultant provided instructions and smart pass was re-enabled. It was noted that remaining longevity was forty seven percent. One year later, the device was explanted due to suspected premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this caller contacted a boston scientific technical services consultant for assistance programmed smart pass back on. The consultant provided instructions and smart pass was re-enabled. It was noted that remaining longevity was forty seven percent. One year later, the device was explanted due to suspected premature battery depletion. No additional adverse patient effects were reported.